Event description:
During follow-up, the sensing had dropped and there was no capture while the pacing lead impedance had some fluctuation. Lead was replaced. No adverse events for the patient.

Manufacturer narrative:
(B)(4).